Event description:
On 4/1/98, the facility's nurse informed the MFR's sales rep of the following: the outside label on four (4) of the box/packages state that the devices have a silicone catheter; however, the devices have a polyurethane catheter which is what this product/catalog number is supposed to have. It was unknown at the time of this report if the devices were going to be returned to the MFR. No further details were provided at this time.

Manufacturer narrative:
The facility notified the manufacturer that they have utilized/implanted the devices they had in stock; therefore, will not be returning any devices for rework of the labels. A trend analysis was performed on similar incidents for this catalog/lot number and a trend has been identified. A review of the device history record confirmed that the product was mislabeled. Based on the information available and the MFR's investigation of this event, the report that "the product was mislabeled" has been confirmed. The source of the discrepency was identified as an error in the engineering change order. The MFR has processed a new engineering change order to correct the label discrepancy. All current employees that were signatories of the original engineering change order have been notified of the error and have reviewed and signed the correction. Quality assurance has quarintined all affected devices that were in process, finished goods inventory and all devices that have been returned from distribution per the recall notice. The MFR has developed and docummented a rework procedure and is in the process of reworking the discrepant labels. No further details are available. The MFR is now closing the file on this event. Submitted to FDA 05/26/1998.